Event description:
Boston scientific received information that this device was removed from service due to a depleted internal battery; explant status at elective replacement indicator (eri). The physician reported two shock deliveries during the implanted duration of 4.7 years, both occurred during implant defibrillation testing. The patient was reportedly 21 percent rv paced and 2 percent atrial pacied; outputs set at 2.8 volts. Eri was triggered due to an increased charge time, monitoring voltage at explant observed at 2.64v. The device was successfully replaced and intended to be returned for a post market longevity assessment. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.